Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation that the image was cloudy and could not be corrected was not reproduced. Additional findings include the following: low resolution, nozzle has a foreign object on it; due to wear of the angle wire, bending the angle in the down direction does not meet the standard value; due to wear of the angle wire, bending angle in left direction does not meet the standard value, due to wear of angle wire, bending angle right direction does not meet the normal value, the universal cord has buckled, nozzle is shaved, connecting tube has a scratch, control unit has discoloration, nozzle has foreign objects, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of right/left knob is out of the normal value, guide pin of electrical connector is missing, suction cylinder is shaved. The scope cover has a dent. Image guide protector has foreign objects. The electrical connector has corrosion due to water leakage. The angled wire is worn, causing the play in the upward/downward angulation control knob to exceed the standard value. The charged coupled device unit is damaged, preventing the specified resolving power. (Part of the image) shows foreign objects in the upward/downward angulation control knob. The nozzle was clogged, so the water-removal ability did not meet the standard value. The light guide lens was cracked, and the plastic distal end cover was shaved. Switch one was cut. The adhesive on the bending section cover or distal sheath is detached. Foreign objects were found in the right/left knob. The control unit is dirty due to water leakage. The s-connector is dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an image quality issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found. The nozzle has foreign objects. No reports of patient harm were received. This medical device report (MDR) is being submitted to document the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to shaving of the nozzle. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.